Event description:
It was reported that the atrial lead was seen as losing capture and was undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 5071, implantable pacing lead, (B)(6) 2011; 638bl32, heart band, (B)(6) 2011; 6947, implantable tachy lead, (B)(6) 2011; 4076, implantable pacing lead, (B)(6) 2005.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.